Event description:
It was reported that during testing it was discovered a spectrum pump had an inoperable keypad. Baxter's evaluation found that the keypad had output anomalies. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the keypad malfunctions caused by a failed keypad. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: #8 and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 19 will be displayed, alphabetically: when the "abc" key is pressed, any will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.